Event description:
It was reported that an unspecified number of an unspecified bd pst vacutainer tubes experienced erroneous results after use. The following information was provided by the initial reporter: during a post-market surveillance discussion with a user facility, it was shared that they received 2 complaints from the same lab based in the UK, filed in march 2019. They specified the use of lithium heparin pst ii vacutainer® tubes yielded imprecise results. No lot number(s) was provided. User facility determined that the imprecision was due to preanalytical sample handling errors and the complaint tickets were closed.

Manufacturer narrative:
H.6. Investigation summary: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. During a post-market surveillance discussion with abbott laboratories, it was shared that they received 2 complaints in which the use of lithium heparin pst ii vacutainer® tubes for the architect stat high sensitivity troponin-I assay and yielded imprecise results. No lot number(s) was provided. Abbott determined that the imprecision was due to preanalytical sample handling errors. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd pst vacutainer tubes experienced erroneous results after use. The following information was provided by the initial reporter: during a post-market surveillance discussion with a user facility, it was shared that they received 2 complaints from the same lab based in the (B)(4) filed in (B)(6) 2019. They specified the use of lithium heparin pst ii vacutainer® tubes yielded imprecise results. No lot number(s) was provided. User facility determined that the imprecision was due to preanalytical sample handling errors and the complaint tickets were closed.